Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's hospitalization for low blood glucose levels. The wife states that the customer is in the intensive care unit and in a coma. The wife states the customer was having a seizure in bed. The wife states the first blood glucose level she noted was 21mg/dl. The wife states the customer was treated with two glucagon shots in the shoulders. The customer remained unresponsive, but the levels rose to 47mg/dl. Troubleshoot for the pump was conducted. The wife states the customer's freestyle meter alarmed for low, but did not provide number. Troubleshoot was conducted, and the wife was advised to have the doctors monitor the low blood glucose. The wife was found to not know much about troubleshoot or the customer's diabetic treatments during call.